Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient that during flap procedure surgeon noticed that one-third of flap was not completed. Surgeon was unable to open and lift the flap. Photokeratotectomy procedure was performed and completed the procedure. There are two related reports for this patient. This report addresses the patient zk's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The service history was reviewed for the system and there was no service record (relevant to the reported event) found. All company surgical systems are verified to meet specifications after installation and customer-initiated servicing. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).